Event description:
As reported per the edwards field clinical specialist (fcs), a vascular access repair was needed after a successful transfemoral valve placement. Transfemoral access was obtained with a 22f sheath in the left groin. The sheath was advanced without difficulty. The sapien valve was delivered and successfully implanted. During removal of the sheath, the physician felt some resistance. There was some noticeable calcification on the posterior wall of the lcei, so they felt that they should proceed with a surgical cutdown to remove the sheath and repair the left external iliac. The repair went well, and the patient was closed. Additional investigation revealed the following: the minimum luminal diameter of the access vessel was 6.2mm. The vessel was described as mildly calcified with mild tortuousity.

Manufacturer narrative:
The sheath was not returned for evaluation as it was reported that there were no issues with the device. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The edwards sapien/rf3 training manual instructs on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The physician training manual also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices the minimum required vessel diameter for a 22 fr sheath is 7mm. In this case, the access vessel's minimum luminal diameter was 6.2 mm, and the vessels were noted to be mildly calcified and mildly tortuous. The less than adequate mld of the access vessel in combination with mild calcification and tortuosity likely cause or contributed to the vascular complication. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.